Event description:
A malfunction alarm was reported by the caller for the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the malfunction code reappeared. The caller acknowledged and understood the instructions.